Event description:
It was reported that the user accidentally entered the fill tubing step on the ilet pump and needed to exit to perform a cartridge change, without having filled the tubing. There were no reported clinical signs, symptoms, conditions, or changes in blood glucose. Outcomes included successful troubleshooting and education on navigating out of the fill tubing screen to the cartridge change workflow, with no alerts or alarms and no clinical impact. Investigation included a technical support review and user guidance on correct supply change steps. Investigation of this case revealed user operational error during the supply change process, with the device and components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.